Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak on the coulter lh 750 slide stainer instrument. The leak (methanol) volume was unknown but did generate an alarm that liquid was in the catch tray. The material safety data sheet (msds) was not reviewed. The customer has an exposure control in place at the facility. The customer was wearing personal protective equipment (ppe) at the time of the event and there was no exposure to open wounds or mucous membranes. There was no death, injury or change to patient treatment attributed or associated with this event.

Manufacturer narrative:
The instrument is currently performing within specifications. Per bec field service engineer (fse), the service call was cancelled and the operator replaced peristaltic pump #1. The root cause was a leaking peristaltic pump to bath 1. (B)(4).